Manufacturer narrative:
Updated block: g5.

Manufacturer narrative:
Updated blocks: d10, h3 and h6. . The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed no audible alarm tone or alarm message displayed on the central control monitor (ccm) during functional testing. The ultrasonic air sensor functioned as intended during evaluation. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales representative, the sensor was being used with the arterial pump and the pump was set to stop when it alarmed. The perfusionist checked the cables and changed positions but the sensor kept alarming. The pumps flow rate was four liters.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, there were false alarms and no air from the ultrasonic air sensor (uas). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.